Event description:
The surgeon inserted a competitor's lens using the msi-tm injector. Upon insertion into the eye, the lens haptic tore. The incision was enlarged to remove the lens and another lens was inserted. A suture was required to close the wound. The cause of the lens haptic tearing was due to the injector. The pt's prognosis is good.

Manufacturer narrative:
H6. Evaluation: a lot number search was performed for the cartridge. Results - a cartridge lot number search was performed and one similar complaint was found within the search.